Event description:
Approximately ten minutes into dialysis treatment, the pt complained of chest pain, back pain & discomfort. Benadryl was given & treatment was discontinued. The involved dialyzer was discarded & blood in the circuit was not returned to the pt. The reported blood loss is estimated at approx. 250 ml. Dialysis treatment was continued using a different dialyzer with no additional complications. The involved dialyzer was first use, & was not preprocessed.